Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2018 due to (B)(6) infection. The cause of death was (B)(6) infection and one of the leg to be amputated so his remaining leg became infected/the infection. The caller stated that the customer had (B)(6) infection that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis.